Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect parts have not been returned to the manufacturer for evaluation. Parts not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, it was not possible to calibrate home on the imaging system. Initially when the representative closed the gantry door, the message 'door open' was received even though the door was closed. Several reboots were performed and several attempts at re-homing the system were performed. After 15 minutes the system went into 2d mode. The representative completed calibrations for the left trackers and also performed 2d and 3d image quality testing. The gantry door was then opened to reposition the system to calibrate the right trackers and the system displayed a message to press "m to calibrate movement. Open door with icon". Additional trouble shooting was performed, but the system eventually locked up (gantry extended, door closed, raised up). The system shut down twice and after turning it back on a second time the battery indicators started flashing even though the system was connected and charging via the mobile view station (mvs). It was not possible to complete motion calibration. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that replacement of the power conversion enclosure resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
The enclosure charger was returned to the manufacturer for analysis. Analysis found that the part passed all tests when tested. No fault found.